Event description:
As reported by the affiliate, a 7x120mm smart control stent jumped approximately 1.5cm distally during stent deployment leaving the proximal end of the lesion uncovered. Therefore, a 7x40mm smart control stent was inserted and deployed over the proximal end of the lesion. There was no reported patient injury. The target lesion was located in the right superficial femoral artery with a length of approximately 120mm. There was mild calcification, moderate tortuosity and 90% stenosis. A contralateral approach was chosen for the percutaneous transluminal angioplasty procedure. The lesion was not pre-dilated. A 7x120mm smart control stent was inserted and advanced past the lesion before being withdrawn back into the lesion prior to stent deployment. The stent expanded fully with good wall apposition. However, the stent jumped approximately 1.5cm distally during stent deployment, therefore leaving the proximal end of the lesion uncovered. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. It was reported that the user might not have held the handle of the smart control flat and straight outside of the patient. In order to stent the proximal end of the target lesion, a 7x40mm smart control stent was deployed on the proximal end in an overlapping matter with the first stent. The additional stent expanded fully with good wall apposition. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: stent: 7x40mm smartcontrol.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, a 7x120mm smart control stent jumped approximately 1.5cm distally during stent deployment leaving the proximal end of the lesion uncovered. Therefore, an additional smart control stent was inserted and deployed over the proximal end of the lesion. The target lesion was located in the right superficial femoral artery with a length of approximately 120mm. There was mild calcification, moderate tortuosity and 90% stenosis. A contralateral approach was chosen for the percutaneous transluminal angioplasty procedure. The lesion was not pre-dilated. A 7x120mm smart control stent was inserted and advanced past the lesion before being withdrawn back into the lesion prior to stent deployment. The stent expanded fully with good wall apposition. However, the stent jumped approximately 1.5cm distally during stent deployment, therefore leaving the proximal end of the lesion uncovered. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. It was reported that the user might not have held the handle of the smart control flat and straight outside of the patient. The additional stent expanded fully with good wall apposition. The procedure was finished successfully. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.